Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep re-loaded the software. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not perform fluoroscopy, the collimator would not work and there was a high milliamp error message. No pt injury was reported.